Manufacturer narrative:
The affected device was returned to livanova deutschland for a detailed investigation. Deviation was reproduced. Root cause identified a defective can connectors of the clamp.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). The device has been requested back to the manufacturer site for investigation. A review of the DHR did not identify any deviations, or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 620mm started alarming, and function buttons disappeared from the screen during procedure. There was no report of patient injury.